Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mr with a grade 3+. The patient presented with hiatal hernia, causing inability to visualize the posterior valve. One ntr clip delivery system (cds) was advanced; however, there was not adequate mr reduction with grasping; therefore, the cds was removed and an xtr cds was used. The xtr cds was advanced to the mitral valve, but after several grasping attempts, a leaflet injury was observed, and the mr increased to 4+. The clip was not implanted and the cds was removed. No additional treatment was performed and no further clips were attempted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be related to case circumstances. The reported patient effects worsening mitral regurgitation (mr) and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.